Event description:
The coroner reported that the patient expired in his sleep and was found in the morning in 2006. The coroner reported that the patient was on "a lot of medications" that may cause respiratory depression and he had a history of sleep apnea. The reporter indicated that the patient was to use oxygen at night, but was found "sleeping and snoring heavily" without it the evening prior to his death. His mother put the oxygen on him, but on returning to check on him 5-6 hours later, she found that he had expired. The cause of death is unknown at this time. It is uncertain if the pump will be returned to the manufacturer for analysis.